Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required. This is a supplemental report for MFR report # 8010047-2015-00432 to correct the brand name, the model #, catalog # and lot#. The correct brand name should be thunderbeat 5mm 20cm inline grip, this was previously reported as thunderbeat 5mm 10cm inline grip in error. The correct model # and catalog # should be tb-0520ic, those were previously reported as tb-0510ic in error.

Event description:
Two subject devices were used during an open hepatectomy. Within 30 minutes use, the ptfe pad of the first device was separated. There was no error message displayed. The surgeon continued the procedure with second device. However, after one hour use, a few short circuit error messages were displayed and the ptfe pad of the second device was separated. The procedure was continued with a similar device. But it is not clear if the procedure was complete or not, because sales rep left the operation room before the end of the procedure. There was no pt injury reported. This report is regarding the first device.

Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a med device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00431.